Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have low draw volume. Customer reports that tube is not filling all the way for cat 367841 lot 1350316.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation: no customer samples or photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes were functionally tested and the customer's indicated failure mode of underfill was not observed all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood . The following information was provided by the initial reporter. The customer stated: it was reported that tubes have low draw volume. Customer reports that tube is not filling all the way for cat 367841 lot 1350316.